Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a post-operative leak in the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex f updated to include f1901 due to post-operative medical intervention. Annex g updated to include g0405214 - staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s postoperative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon used a sureform stapler 60 instrument, part number 480460-09 l93200323-0074 and successfully fired five sureform reloads (2 green and 3 blue). All firings were completed per the logs with no pauses for compression. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak. As a result, the patient underwent a secondary traditional laparoscopic surgical procedure to resolve the staple line leak. The site is not alleging a malfunction of a davinci stapler product occurred. And the site speculates the cause of the staple line leak to be related to the use of a new bougie product, not manufactured by intuitive surgical. However, the cause of the post-operative complication is unknown at this time. The staple line from the initial robotic procedure was reportedly intact.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2020, on post-operative day # 09, the patient was identified to have a staple line leak. On 14-jul-2020, intuitive surgical, inc. (Isi) contacted the isi bariatric sales manager (bsm) and obtained the following additional information regarding the reported event: the bsm was not present during the surgical procedure. However, the bsm spoke at length to the surgeon regarding the reported event. It was reported that on (B)(6) 2020 (first case of the day), the patient underwent a sleeve gastrectomy procedure. The sureform 60 stapler instrument was used during the procedure with blue sureform 60 reloads. There were no stapling related issues observed during the da vinci-assisted surgical procedure. In addition, there were no reported intra-operative complications. It was reported that there were no clamping issues, or any system generated error, pauses during clamping. There was minor oozing in the 2nd to 3rd to last staple line, and a clip was placed to address the oozing. The leak test was negative. On post-operative day # 09, (B)(6) 2020, the patient returned to the hospital in pain and discomfort. As a result, the patient underwent a laparoscopic surgical procedure. The surgeon identified that the staple line leak on which the clip was placed during the initial procedure, was bleeding. The staple line was cleaned, washed and a drain was placed. At this time it is unknown if any sutures were placed. The surgeon speculates the cause of the staple line leak could be related to the use of a new bougie product, not manufactured by isi, however, the cause of the patient¿s post-operative complication is unknown at this time. It was confirmed that there was no allegation of a malfunction of an isi instrument, accessory or system to have occurred. The bsm confirmed that the sureform 60 stapler instrument and all the reloads used during the procedure were discarded since there were no stapling related issues during the initial procedure. There is no video recording available for review. The bsm also confirmed that information regarding patient demographics and medical history were not available.